Event description:
It was reported that, "this is a package concern of no usage consequence. When the implant outer box opened, the mrs humeral stem in the sealed package was seen to have 'escaped' from the plastic clear end cap cones. Stem did not break the inner containers."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.